Event description:
I used the pulsetto vargas nerve stimulator. It was at a low level (3-4), and I developed a headache, and also caused my tinnitus to flare-up. It hasn't gone away. I have lived with tinnitus for ~8 years and haven't had this long or intensity of flare-up ever.